Event description:
Ntg drip started at 12:42. Ivac pump #773 over infused - pt rec'd 100 cc ntg. Over infusion noted at 12:46 - heart rate dropped to 43. Head lowered, turned off ivac, heart rate began to rise.